Manufacturer narrative:
Info anticipated, but unavailable at this time.

Event description:
It was reported the system responded with error 5 at the start of the procedure. The customer tried retorquing, but the error still reoccurred. The disposable was replaced and the same problem occurred. The customer replaced the handpiece and still received error 5. The rep arrived to troubleshoot and used the foot pedal for the pre-run test which passed but discovered the hand activation will not work. The customer used electrocautery for the procedure with no pt consequences. The rep determined the customer was pressing the test button for pre-run instead of the active test. The error log confirmed. The rep tested both handpieces which passed diagnostics and hand activation works on both handpieces. The first disposable was discarded, but the device with the hand activation problem will be returned for analysis.